Manufacturer narrative:
The facility disposed of this product, consequently, a returned product analysis will not be possible. The IFU states that premature solidification of onyx may occur if the microcatheter luer contacts saline, blood, or contrast in any amount and excessive reflux may result in difficult catheter removal.

Event description:
Treatment of an avm. It was reported that after two successive onyx injection, the injection was stopped because of excessive onyx reflux and onyx was not visualized exiting the catheter tip. Physician then injected contrast into the catheter which led to the solidification of onyx in the catheter. He continued to inject onyx against resistance until the catheter ruptured upon removal, catheter separated and the distal tip remained in the patient's cavernous sinus. The patient status was reported as 'fine', and has been discharged.